Event description:
It was reported that the customer received a no delivery alarm. Customer was not present to troubleshoot. Customer's mother stated she was at was at school and did not have a back up plan. She was advised that the customer should do a complete infusion set and reservoir change. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.